Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise, the device was programmed to the alternate vector. Additionally, the patient was admitted into the hospital after post-shock. Request for data analysis to be performed however, no data is available as the patient has yet to perform a patient initiated interrogations (pii). Additionally, data was provided, and boston scientific technical services indicated that the cause appears to be sense b node issue and provided troubleshooting guidance and to perform x-ray imaging. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise, the device was programmed to the alternate vector. Additionally, the patient was admitted into the hospital after post-shock. Request for data analysis to be performed however, no data is available as the patient has yet to perform a patient initiated interrogations (pii). Additionally, data was provided, and boston scientific technical services indicated that the cause appears to be sense b node issue and provided troubleshooting guidance and to perform x-ray imaging. No additional adverse patient effects were reported. This device and electrode remain in-service.